Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Please note that the initial reporting of premature battery depletion was reported via (remedial action exemption quarterly reporting) on 2013 (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that this implantable pulse generator (ipg) reached recommended replacement time (rrt). Premature battery depletion was suspected. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.